Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past two weeks and the pump shut off. The customer's blood glucose level was 150 (mg/dl). Review of the pump history during troubleshooting with tandem technical support was unable to confirm the battery issue. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.